Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the locator/insertion sheath assembly was attempted to be inserted into the artery, resistance was encountered. Another attempt to insert was made by rotating the assembly 90 degrees, however, there was still resistance. The assembly was removed from the patient and a kink was observed at the tip of the locator. There was moderate calcification near the puncture site. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician stated that there seemed to be arteriosclerosis in the blood vessel, and the kink may have been unavoidable. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was no performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level, an action item was opened to address the issue and has been sent to the npd quality team.